Event description:
Boston scientific received information that this patient had undergone an endoscopic procedure and the patient's rate accelerated to 140 during the procedure. A boston scientific sales representative came to the hospital and found that it was rate responsive pacing at the maximum sensor rate (msr). The device was reprogrammed to ddd mode and the rate dropped to the lower rate limit (lrl). No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and advised that there has been interaction between certain types of hospital equipment and the minute ventilation (mv) feature in the device. The caller will reprogram mv to passive while the patient is admitted. No other adverse events have been reported. This product issue will be updated if additional information is received.